Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to field h3. The device was evaluated by olympus, and it was confirmed that air has been turned on. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to the air is unintentionally pumped during the procedure and the air is not able to be disabled in the cv1500. However, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation. Additionally, to provide a correction to fields a3, b5, and h6. Based on the results of the updated investigation, it is likely that the reported event occurred due to handling of the device. However, the specific root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use which state: "4.6 entering the patient information" update to field a3 as it has been confirmed the there was no patient involvement. Additionally, b5 has been corrected. Please disregard the previous submitted b5's as they were sent in error.

Event description:
Correction to the previous submitted b5's: it was reported by the facility co2 flow was switched to air flow unintentionally occurred during test phase and there was no patient harm. This event is for procedure three.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in 2 cases of a gastric peroral endoscopic myotomy (poem) procedure, the customer was utilizing ucr endoscopic co2 regulator unit (with maj-2047 -hdtv cable). Prior to performing the procedure, co2 was confirmed running. Mid-procedure, it was reported air was running unintentionally that pumped into the patients developing pneumothorax. The patients were admitted because of the air/co2 issue and medical intervention was undertaken/additional treatment to drain and rectify pneumothorax. The patients are reported to have survived. This event is for second procedure undertaken.

Manufacturer narrative:
This report is being supplemented to provide additional information received through follow up (a3, b5, d9, and h6) and to provide a correction to field (g2).

Event description:
Additional information received: it was reported that the procedure was prolonged by probably 15 minutes. No additional anesthesia was required during the procedure and the patient had a patient controlled analgesia (pca) pump post operation. The patient in addition to the pneumothorax experienced pneumoperitoneum, pneumomediastinum and subcutaneous emphysema. The patient received a computed tomography (CT) of the abdomen and an chest x-ray. The patient had a 4 day stay in the hospital and is now fully recovered at home.